Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified mid right coronary artery (rca). A 1.2mm x 12mm threader balloon catheter was advanced for dilatation however the device failed to cross the lesion. The device was completely removed form the patient. The balloon was inflated outside the patient and it was noted that the balloon had ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.